Event description:
It was reported that the customer's blood glucose level was 432 mg/dl. The customer had five sensors that did not come with tape. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.